Manufacturer narrative:
The evaluation was carried out on 11/25/2015. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that one of the bolts was loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for service because one of the bolts appears to be loose. No fall, no injury.